Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, and there was apparent explant damage. Performance data collected from the device was analyzed. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 02:15:05. The weekly (B)(4) - lead impedance trend data shows an abrupt increase for max svc defibrillation impedance and max defibrillation impedance from 47 to 316 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the right ventricle (rv) lead had varied impedance and high impedance on high voltage rv coil which triggered a patient alert. The portion of the lead was explanted and the rest was capped. A new lead was implanted. The lead is still in use. No patient complications have been reported as a result of this event.